Event description:
It was reported that a patient presented for a left ventricular lead revision after their was a lack of pacing in the left ventricle. Prior to the removal of the lead, it was observed that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2022. There were no patient consequences.